Manufacturer narrative:
The company representative was able to resolve the reported event remotely with the customer. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during a procedure, the system failed to allow phacoemulsification power. When testing the phacoemulsification handpiece in water, it tested fine. Multiple phacoemulsification handpieces, consumables, and reboot were tried. The surgeon switched to the irrigation /aspiration handpiece to try and complete the case, however, nothing obvious was found so the surgeon switched back to phacoemulsification and it worked fine.